Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow-up, the device showed multiple episodes of defib detection due to noise on the electrograms. No shocks were delivered. The lead was capped.